Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after about two days of intra-aortic balloon (iab) therapy a "blood detected" alarm occurred. Blood was seen in the catheter tubing. The catheter was removed and treatment was terminated. The patient was discharged from hospital after follow-up treatment. There was no reported patient injury.